Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via merlin.net transmission after receiving a vibratory alert for high voltage lead impedance. Patient was asymptomatic. Patient later presented to clinic and high, out of range, high voltage lead impedance was observed. Programming changes were made. Further testing was recommended. No further information available.